Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was in the hospital due to unrelated medical issues. Upon interrogation, the left ventricular lead exhibited high capture thresholds on the lv ring- rv coil vector. An x-ray was performed and it was noted that the lead had slightly migrated. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored.